Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a 2.0x20mm non-bsc balloon and then deployed a 3.0x16mm promus element stent. Post ivus, deformation of the stent was observed. A 3.0x24mm promus element stent was deployed and tae procedure completed. No patient complications were reported and the patient's status is good.